Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer on (B)(6) and limited information has been made available. According to the details provided, the patient alleges to have instilled a new contact lens in the left eye and immediately experienced pain and poor vision with additional reported symptoms of swelling, redness, and irritation. The patient had difficulty removing the lens and sought medical assistance. Upon removal, the patient states that they were informed that the eye was damaged and infected. The patient was prescribed unspecified antibiotics and eye drops and scheduled for a follow-up appointment for on (B)(6). Date of event and medical assistance not provided, however, patient reports continued eye pain as of the date of manufacturer awareness. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged unspecified eye infection with a lack of supporting medical information, including type and severity, treatment, and outcome, and potential for serious or permanent injury, or medication or medical intervention required to prevent or preclude such an occurrence, related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.